Manufacturer narrative:
The baxter technician found the communication cable needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jan 14, 2026. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the communication cable to resolve the reported event. Based on this information, no further action is required.

Event description:
On 14-jan-2026, during servicing by baxter, technical service identified that versacare frame (product code p3200e000122, serial number (B)(6)), the bed exit wouldn't send the priority alarm signal to nurse's station. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.